Manufacturer narrative:
The defect type has been updated, which is reflected in this follow up report.

Event description:
Loss of osseointegration. The defect type has been updated, which is reflected in this follow up report.

Event description:
Implant failed due to part not functional.